Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a peritoneal leak coincident with automated peritoneal dialysis therapy. The cause of the peritoneal leak was unknown. The patient was hospitalized for the event. On an unknown date, the patient underwent a surgical procedure to attempt to repair the leak. On an unknown date during the hospitalization, the patient was placed on in center hemodialysis due to the surgical procedure being ineffective. As a result, the patient would not be returning to peritoneal dialysis therapy. The patient was discharged seven days after hospitalization and was recovering at home. No additional information is available.